Manufacturer narrative:
Requests have been made for more info regarding this incident. The customer stated that the sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted.